Event description:
The customer reported in the inpatient oncology unit a patient was to rec'd methotrexate. When the nurse started the infusion, she noted solution was leaking from "the blue part that fits into the channel". The nurse felt it was potentially due to set mis-loading. There was no harm to patient or nursing and medical intervention was not required. The customer stated that no further patient/event info is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). This report was filed by the manufacturer. No product will be returned per the customer. The report of the set leaking was confirmed via the picture provided by the customer. The leak was noted on the silicone segment near the upper fitment. The root cause of the leak could not be determined because the set was not returned for evaluation.